Event description:
Customer reported that the system would not fluoro, the images come up as a split screen and the image on the monitor has a bar through it at max kv and ma.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep verified the symptom through the saved image and could not duplicate the problem. He troubleshot the system and found a pushed pin on the lemo receptacle. He reset the pin and verified proper operation of system. When tightening climax coupler for steering, the top 2 screws stripped out. He ordered and replaced the climax coupler and tightened to spec.